Event description:
The customer reported that prior to use on a patient, the iabp would not turn on. Another iabp was obtained and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).